Event description:
Same case as MFR#: 2134265-2013-00152. (B)(4). It was reported that post a percutaneous transluminal coronary angioplasty treatment procedure, the patient experienced symptoms of acute coronary syndrome. In (B)(6) 2010, the patient presented with stable angina and was referred for cardiac catheterization. The 80% stenosed target lesion was 20mm long with a reference vessel diameter of 2.5mm and located in the mid left anterior descending artery (lad). The lesion was treated with pre-dilation and placement of two overlapping stents; a 2.5x32mm taxus liberte distally and a 2.5x16mm taxus liberte proximally. Following post dilation, residual stenosis was 0%. The next day the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, a promus element stent was implanted in the mid lad to treat 70-80% in-stent restenosis. In (B)(6) 2012, the patient presented with chest pain and was hospitalized. At the time of the event, the patient was taking aspirin and open label prasugrel (non study drug). The next day, coronary angiography revealed 90% in-stent restenosis of the first stent in the lad which was treated with balloon angioplasty resulting in 0% residual stenosis. Additionally, the 90% stenosed first obtuse marginal was treated with direct placement of a promus drug eluting stent with 0% residual stenosis. The next day the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem, relevant tests/lab data: additional information (B)(4).

Event description:
Same case as MFR#: 2134265-2013-00771, 2134265-2013-00152. Same patient as MFR#: 2134265-2013-00939, 2134265-2013-00548. The previously noted "occluded unknown stent distally" in the rca, revealed during angiography in (B)(6) 2012, was identified as an unknown promus.